Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had alarmed for motor arm cannot communicate with main arm and software error. Customer¿s blood glucose was 146mg/dl at time of incident. Customer states that alarm occurred during basal. Self test was performed and passed. Customer advised to monitor the pump. Insulin pump will not be returned for analysis.